Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "illuminator stuck inside cannula" (sticking). The surgeon reported, the illuminator was sticking when attempting to remove it from the trocar cannula. The surgeon finally removed the illuminator with the trocar cannula together. No pt injury was reported.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).